Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (loose internal component) issue. The reporter indicated that there was a rattling noise inside the pump that was not resolved with proper securing of the pump or removal of the pump battery and cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/13/2014 with the following findings: the pump powers with returned battery cap. The pump case was removed and pump disassembled. No evidence of loose components observed inside pump. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.